Event description:
It was reported that capture threshold had significantly increased. The patient is pacemaker dependent with no under- lying rhythm. Prior to pacemaker check, the patient felt dizzy, nauseous and malaise. Upon interrogation, loss of capture was observed. The sense/pace portion of the lead was capped and replaced with the old existing capped competitor lead. The defib portion of the rv lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received .